Manufacturer narrative:
Device received with blank display due to crack and bleeding in lcd display window noted. Unable to perform displacement test, self test, off no power test, a21 error test, stop current test and run current test due to blank display. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
Device received with crack and bleeding in lcd glass noted. Unable to perform displacement test, self test, off no power test, a21 error test, stop current test and run current test or verify blank display due to bleeding in lcd glass. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was damaged and can't read it. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.